Event description:
It was reported that prior to use with a bd vacutainer® urine collection cup the lid was not on cup thus affecting sterility. The following information was provided by the initial reporter: while open transport box user observed that at least one cup was open (cup's cover removed). The cap must be sterile inside so that mean that they can't use it.

Manufacturer narrative:
H.6. Investigation: no samples were provided by the customer in support of this complaint. However, photograph was attached showing torn bag and a urine cup with the open lid. The complaint was confirmed, based on the photo provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® urine collection cup the lid was not on cup thus affecting sterility. The following information was provided by the initial reporter: while open transport box user observed that at least one cup was open (cup's cover removed). The cap must be sterile inside so that mean that they can't use it.